Event description:
A contour next gen meter was returned to ascensia quality laboratory. Upon evaluation of the meter, it was determined that the meter was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. It is unknown if the meter was sent by the user, as the event details could not be found in the ascensia complaint system.

Manufacturer narrative:
An urgent medical device recall (umdr) notice was sent to the us customers on (B)(6)2023. The recall notification included a description of the reason for the recall, affected product, consignee responsibilities, and instructions for responding to the formal recall notification. Customers are instructed to contact ascensia diabetes care customer service to return the affected product and receive the replacement product. The umdr explains the potential for incorrect units of measurement associated with the contour next gen meters. Rr donnelly has implemented improvements to resolve the issue of incorrect units of measurement. It is unknown who the initial reporter of this event was as the meter was returned to ascensia quality laboratory without return details and no event details could be found in the ascensia complaint system. No information was captured in sections a as the customer's credentials were not provided. Since the issue occurred at rr donnelly which is a packaging site for products distributed in the us, rr donnelly address has been captured in section g1 (continued). Since the issue was associated with the packaging of the device, the device manufacture date in section h4 has been captured as (B)(6)2023 when the suspected device was packaged at rr donnelly. Recall was checked off in section h7, as this issue is associated with the umdr and correction/removal number has been updated in section h9.